Event description:
On (B)(6) 2010, it was reported that an afib case was completed without complications to the patient. There were connectivity issues and a dump file error that was reported by the customer. It was also stated that they were unable to obtain a good merge of imaging data into the carto 3 system and worked off the fam volume for the case. On (B)(6) 2011, bwi received a request from (B)(6) requesting a case review with the bwi clinical support team. On (B)(6) 2011 at 7:00am, during the review to evaluate the lesion sets, the physician reported that the patient was admitted to another hospital with complete pulmonary occlusion on the right and partial stenosis on the left and the name or location of this facility was not provided by the physician. An unknown procedure was being performed on the patient on (B)(6) 2011. The status of the patient today is unknown.

Manufacturer narrative:
The user facility indicated that along with the initially reported stockert 70 rf generator, the facility also has another stockert 70 rf generator and it cannot be verified which of the two units were used in the procedure. The facility has indicated that they would like to get both the stockert generators serviced as a preventive measure. If any new information is received regarding this event, a 3500a supplemental will be submitted to the FDA as required. Additional "possible" concomitant device: stockert 70 rf generator, us catalog # s7001, (B)(4). (B)(4).

Manufacturer narrative:
Since the procedure was being performed at another user facility, no additional detail is available regarding the procedure. Patient's medical history is not provided by the facility and during the initial complaint reported in (B)(6) 2010, the issue was resolved by restarting the carto 3 system. There was no service requested by the facility for any of the equipment and no catheters were reported or returned by the user facility. There is no service requested for the equipment involved in the initial procedure and the catheter reported in this report has been discarded by the facility in (B)(6) of 2010. Concomitant products: carto 3 system, catalog # m480001, (B)(4). Stockert 70 rf generator, catalog # s7001, (B)(4). (B)(4).